Event description:
It was reported that during the preparation of a catheter for a procedure, the steering lever was found detached from the catheter when the scrubber removed the packaging. This issue was associated with the pulsed field ablation catheter. The event occurred prior to use in a case involving pulsed field ablation (pfa). A new catheter was provided, and the case was completed successfully. The catheter was replaced to resolve the issue. Issue involved catheter steering/deflection problems. There was no patient involvement.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012469371 was returned and analyzed. Visual inspection showed it had a visible issue. It was received with the stylet inserted through it, and no separate guidewire was included. The slide function operates as expected, and the shape of the capture device was unremarkable with no atypical features. However, the tension control knob was found detached from the steering knob and the shaft at the nose of the handle was broken and the braided section can be seen with the naked eye. The catheter connected to a test catheter interface cable (cic) without any resistance, ensuring a secure connection as both latches fully engaged with the catheter connector. Mechanical verification of steering and slide mechanisms showed the slide control functioned as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed in the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Although the tension control knob was detached from the steering knob, it was possible to reattach it, and the distal catheter t ip responded with approximately 170° rotation in both directions. Hipot testing confirmed the integrity of the electrode wire insulation, and electrical continuity testing revealed that the electrode wires were intact, without any detachment or breakage. In conclusion, the loop catheter failed the returned product inspection due to the broken shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.